Event description:
Additional information was received. The reporter informed that there was no adrenaline or other injectable during the procedure and there were no other changes observed since the emergence of the reported cases.

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Cystoid macular edema (cme), following cataract surgery, states 20% of the patients who undergo uncomplicated phacoemulsification or extracapsular extraction develop angiographically proven cme. A clinically significant decrease in visual acuity is seen only in about 1% of these eyes. If cataract extraction is complicated by posterior capsule rupture and vitreous loss, severe iris trauma or vitreous traction at the wound, there is a significantly higher incidence (up to 20%) of clinically apparent cme, which is unrelated to the presence of an anterior chamber intraocular lens (ac-iol). Clinically significant cme usually occurs within 3¿12 weeks postoperatively. Spontaneous resolution of the cme with subsequent visual improvement may occur within 3¿12 months in 80% of the patients. Cataract surgery in diabetic patients may result in a dramatic acceleration of pre-existing diabetic macular edema leading to poor functional visual outcome. This can be prevented provided the severity of the retinopathy is recognized preoperatively and treated appropriately. Cystoid macular edema is one of the leading causes of poor postoperative visual acuity after cataract surgery in uveitis patients. The system was examined and was found to functionally exhibit no problems. The system was manufactured on august 31, 2012. Based on quality assurance assessment, the product met specifications at the time of release. The system was found to functionally exhibit no problems. No further information was able to be obtained from this customer concerning the phacoemulsification handpiece. With no additional, related information provided, the customers reported event was not able to be confirmed. The phacoemulsification handpiece was manufactured on september 18, 2014. Based on quality assurance assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
The patient experienced metamorphopsia at the time of event and not as medical history as previously reported.

Manufacturer narrative:
Corrected information has been provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Corrected information was received indicating that it is unknown if the patient experienced metamorphopsia.

Manufacturer narrative:
The system was examined and was found to functionally exhibit no problems. Based on qa assessment, the product met specifications at the time of release. The system was found to functionally exhibit no problems. Therefore, the root cause of the reported event cannot be determined conclusively. Product evaluation - handpiece: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on september 18, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Patient identifiers and additional information has been received indicating that ophthalmic drops were prescribed and macular edema has not resolved. Additional information has been received indicating that the patient was treated with a topical ophthalmic nonsteroidal anti-inflammatory drop. The event has resolved without sequelae.

Manufacturer narrative:
Additional information has been provided in b.5 and b.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that macular edema has resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist reported that the surgeons have noticed a increasing number of post-cataract retina edema's. Additional information has been requested but not received.

Event description:
Patient identifiers and additional information has been received indicating that ophthalmic drops were prescribed and macular edema has not resolved. Additional information has been received indicating that the patient was treated with a topical ophthalmic nonsteroidal anti-inflammatory drop. The event has resolved without sequelae.

Manufacturer narrative:
The system was examined and was found to functionally exhibit no problems. Based on qa assessment, the product met specifications at the time of release. The system was found to functionally exhibit no problems. Therefore, the root cause of the reported event cannot be determined conclusively. Product evaluation - handpiece. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on september 18, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that macular edema has resolved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported that there is "nothing on the system, its parameters are okay and no difficulties".